Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 99% stenosed lesion located in the bifurcation of the mid left anterior descending artery and first diagonal branch. The vessel area had calcification and was moderately tortuous. Pre-dilation was performed with a 3.0x15mm non bsc balloon and a 2.5mm apex balloon. A 3.0x18mm non bsc stent was implanted in the lesion. The physician then attempted a kissing balloon technique with the 3.0x15 non bsc balloon and the 2.5mm apex balloon but the apex balloon ruptured on the 4th inflation. The kissing balloon technique was completed with 3.0x15mm and 2.x15mm non bsc balloons.